Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating through server. A technical support specialist (tss) verified that the station was not in disconnect mode and confirmed that uploads were current with the server, while observing a notice indicating that a full synchronization was required. The tss scheduled a full synchronization of the device with the customer, and upon completion, confirmed that the notice was cleared and synchronization metrics were updating as expected. The tss followed up to ensure no further issues were reported and proceeded with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was not communicating and appeared in disconnected mode when accessed. The customer attempted to reboot the station multiple times; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.